Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator (ipg) was not charged for over a year resulting in the ipg being inoperable. The device was explanted, and a new device was implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.